Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. The patient developed a recurrent hernia. Approximately six week after the initial procedure the patient was reoperated on. During the surgery it was noted that the mesh had shrunk and there were adhesions to the bowel. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04835. The same patient is represented in each medwatch.